Manufacturer narrative:
Implant date: unknown. Explant date: device broke during remove and part of device remained in the patient; device was not explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon tried to remove the cranial screws from skull and the screws broke off. The screw body remains in patient¿s skull. The surgeon tried to remove screws and plate which were previously implanted, but the screws were tight and the twisting action of the screwdriver shaft broke the screw head. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that: only the screw heads of both involved screws were received for investigation. The threaded shafts were left in the patient and are not available for investigation. Due to the damage the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. See pictures attached at front section tab under general information . Because of the unknown lot numbers a review of the manufacturing and raw material certificates is impossible. An analysis of the screw heads provided was confirmed to be either a member of the 400.83x family or the 400.84x family. The length could not be determined due to missing components. Conclusion: both of the received cortex screws are broken approximately 1mm beneath the screw heads. The screws were reported to belong to article numbers (B)(4). Because of the damage and missing threaded shafts an exact article number identification is not possible anymore. The lot numbers are unknown what makes impossible to check the manufacturing and raw material documents. The complaints statistics of these article numbers do not show an increased breakage rate. The surfaces of the cross-sections show the typical view of a forced rupture; no anomalies of materials structure are visible. The low profile neuro IFU se_530940 ab attached to every product sold contains following warning: ¿these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon must make the final decision on removal of the broken part based on associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed.¿ we consider these breakages to be caused during mechanical overloading situations. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.